Event description:
Customer reported that the alarm has intermittent power. Batteries have been replaced with a new supply all of the same type. There are no signs of battery acid or leakage in the battery compartment. No visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed the reported issue is not confirmed. The unit hold, low battery, and power led's do not light up, but the unit does have power. The unit passes all other functional tests. Note: posey instructions for use warning statement: to avoid possible injury or death: verify the green power light is lit and the unit is in monitoring mode before leaving the pt / resident unattended. (B)(4).